Manufacturer narrative:
The product was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this inner catheter buckled during cutting causing it to fracture. The physician was able to cut away the remainder of the catheter with a scissor. The physician felt it was their technique that caused the catheter to buckle. No adverse patient effects were reported.